Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified mid left anterior descending artery. A 2.25 x 28 mm xience xpedition stent delivery system (sds) was advancing through the guiding catheter tip when it stretched. The device was removed from the anatomy and it was noted that the stent had dislodged from the sds while inside the guiding catheter. Another stent was used to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.